Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customers blood glucose level. System check was performed by tandem technical support and there was a blockage in the cartridge. On going trouble shooting resulted in the pump being replaced.